Event description:
According to the reporter, the staff member unplugged the diathermy cable from the diathermy unit at the end of surgery and reported to have received a shock/burn to her right breast, the diathermy plate was still attached to the patient. The skin affected was red and had a tingling/burning sensation but was not broken or blistered. There was no visible signs of injury to the patient, skin at diathermy site was clear. The diathermy unit was removed from the theatre and staff member was sent to a<(>&<)>e.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a device related shock. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the staff member unplugged the diathermy cable from the diathermy unit at the end of surgery and reported to have received a shock/burn to her right breast, the diathermy plate was still attached to the patient. The skin affected was red and had a tingling/burning sensation but was not broken or blistered. There was no visible signs of injury to the patient, skin at diathermy site was clear. The bipolar footswitch had been pressed whilst the staff member was disconnecting equipment. The diathermy unit was removed from the theatre and staff member was sent to accident and emergency (a <(>&<)>e). Unit for injuries and illness.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.